Event description:
N/a

Manufacturer narrative:
Updated fields: b4, g1, g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusion), h11. Corrected fields: h6(problem code). A getinge field service engineer (fse) was dispatched to evaluate the unit, fse states, the counter pulsation device may require maintenance appears. Did troubleshooting, diagnostic and functional tests performed, internal logs cleaned. Repair completed. Function tests performed with positive outcome.

Manufacturer narrative:
Due to character limit in e1: full initial reporter name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during routine check that a cardiosave intra-aortic balloon pump (iabp) had transducer out of calibration. There was no patient involved.